Manufacturer narrative:
(B)(4) guidewire distal tip detached exposing the tip of the corewire. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the hydrophilic coating peeled between the joint of the shaft and hydrophilic tip exposing the tip of the metal corewire. The procedure was completed with a new jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination revealed that the pebax bent and was damage in the bumper section exposing the corewire tip. The jacket presents several damage along the body (marks). No evidence of core wire fracture noted. The outer diameter of the guidewire was measured and found to be within specifications. The complaint is consistent with the returned device that the pebax bent and was damage in the bumper section exposing the corewire tip. The jacket also has a lot of marks or damage in the body. It is most likely that unstated procedure and possibly clinical factors may have contributed to the device damage,also including but not limited to interaction with other devices, handling of the device and condition of the treated lesion, therefore the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the  reported lot number 15302046.

Event description:
It was reported to boston scientific corporation that a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the hydrophilic coating peeled between the joint of the shaft and hydrophilic tip exposing the tip of the metal corewire. The procedure was completed with a new jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.